Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 10:09:39 on (B)(6) 2023. At 19:20:56, an arrhythmia was detected. ECG shows vf with CPR/electrode lead fall off. CPR/electrode lead fall off prevented the lifevest from treating the patient. The electrode belt was disconnected at 19:43:05 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. An open r781 resistor is typically consistent with an external non-lifevest defibrillation. In this event, the patient received five non-lifevest defibrillations. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. In addition, internal clinical analysis indicated that the patient received five non-lifevest defibrillations from 19:14:17 to 19:24:57 on (B)(6) 2023. A us distributor contacted zoll to report that a patient passed away on 8/4/2023 while reportedly wearing the lifevest. The device was started up at 10:09:39 on (B)(6) 2023. At 19:20:56, an arrhythmia was detected. ECG shows vf with CPR/electrode lead fall off. CPR/electrode lead fall off prevented the lifevest from treating the patient. The electrode belt was disconnected at 19:43:05 on (B)(6) 2023.